Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control disassembled, then reassembled the device, ensuring that all of the internal connections were properly seated. The device was then able to power on successfully with no further discrepancies observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.